Event description:
A pt reported blood glucose results of "81 mg/dl and 189 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Since the pt had no control solution to test the product, it was sent to them.